Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the filter fail apart during use. A new filter was used without incident. No patient injury/harm.